Event description:
It was reported that the user inadvertently removed an infusion set from its applicator during a supply change and the infusion set connector was not properly attached to the site, after which the user was guided to disconnect tubing from the failed site, apply a new infusion set, and reconnect primed tubing to the new site, followed by a fill cannula that confirmed insulin delivery had resumed. No reported adverse clinical effects. Outcomes included restoration of insulin therapy without need for medical intervention. Investigation included customer troubleshooting and education by support personnel. Investigation of this case revealed user handling error related to infusion set deployment and connection, with the infusion set component implicated. It was concluded, based on previously established findings for similar reports, that user technique was the likely cause.